Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0208490642, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient had a return of incontinence. She had a bad quality of life due to worsening micturition quality and incontinence. Consequently, the patient was tired and depressed. It was unknown what led to the event or how the issue was identified. No diagnostics/troubleshooting were performed. Hospitalization was planned on (B)(6) to inject botox in the intravesical. The outcome was not provided. The investigators assessed the event as serious, related to the stimulation, and not related to the procedure. Relevant medical history includes idiopathic functional urinary incontinence since 2012. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.